Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent deployed prematurely and the patient died from an aneurysm. Vascular access was obtained via the left groin. The target lesion was a non-calcified fully deployed 6f 38mm stent graft in the left renal artery. Following predilatation with a 6 x 38mm balloon, the 8x39x130 mm innova stent was introduced. Excessive reistance was not encountered while tracking the device. At the entry to the left renal artery, and while the thumbwheel lock was still on, the stent deployed prematurely. The patient had an aneurysm at the aorta and died. According to the physician, the patient's death had absolutely nothing to do with the innova but was due to the aneurysm.

Manufacturer narrative:
Ae or product problem corrected from 'reported incident is both an adverse event and a product problem' to 'product problem'. Describe event or problem: updated. (B)(4). Type of reportable event corrected from death to malfunction. (B)(4).

Event description:
This event was initially filed as premature stent deployment, aneurysm and death. However, this should have been filed as premature stent deployment only as the aneurysm and death were not related to this device. Angio review indicated the stent in the left renal artery appears to be correctly deployed.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed the stent delivery system was returned. The device was received with the handle closed. The safety lock and flushing luer were returned on the device. The flushing luer was kinked, which is evidence that the device was made to look like its received condition since a kink is usually associated with difficulty reinserting into the rack after it has been removed. The proximal inner was 12.5mm from the clip, which indicates that the stent was partially deployed and reset with the hole in the handle side to allow rack to move distally in the handle. The as-received location of the proximal inner indicates that the stent would have had to have been loaded short and the mid-shaft to tip alignment would be off. The device appears to have been partially deployed with the remainder of the stent likely being pulled out of the system during removal. There was no evidence of any product quality deficiencies contributing to the reported event and damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This event was initially filed as premature stent deployment, aneurysm and death. However, this should have been filed as premature stent deployment only as the aneuysm and death were not related to this device. Angio reveiw indicated the stent in the left renal artery appears to be correctly deployed.